Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and alleged that the insulin pump was under delivering. The customer's blood glucose level at the time of the incident was 495 mg/dl. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they do not have a back-up plan available. The customer alleged that the insulin pump was under delivering, as the blood glucose was not lowering. The customer reported multiple small bubbles along the tubing length. The insulin did not exit at the quick release. The customer was advised to change the entire set, reservoir and insulin and treat per the healthcare professional¿s instructions. The device will not be returned for analysis.